Event description:
The facility representative reported an infuso.r. Pump with a condition of "syringe brackett broken." It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The condition of an infuso.r. With a "syringe brackett broken" was confirmed and not reproduced during product evaluation. The assignable cause was determined to be because syringe clip on syringe holder were damaged. The syringe holder assembly was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.